Event description:
Reporter stated the menu button on the infusion device is defective. The infusion device was replaced and requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The complaint can be verified. The menu button does not respond. There are particles of plastic inside the housing of the menu button, and these particles temporarily isolate the area of contact inside the button housing.

Manufacturer narrative:
The event occurred in (B)(6).